Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial and right ventricular leads were explanted and replaced due to unspecified reasons. No further information was reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.